Event description:
It was reported that during an implant procedure, this lead was positioned but exhibited measurements that were not satisfactory. During an attempt to reposition the lead, the helix was noted extend properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the complete lead was returned with the helix in a retracted position with blood/body fluid noted in the helix housing. The lead passed continuity and hipot testing, which confirmed the integrity of the coil and inner insulation. A stylet insertion test failed near the terminal pin, indicating a necked-down inner coil. This observation is consistent with inner coil over-torque during attempts to extend/retract the helix. Overall, analysis confirmed the helix difficulty allegation but was unable to confirm any sensing issue with the lead.

Event description:
It was reported that during an implant procedure, this lead was positioned but exhibited measurements that were not satisfactory. During an attempt to reposition the lead, the helix was noted extend properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.